Event description:
It was reported that electrogram (egm) review was requested for this implantable cardioverter defibrillator (ICD) due to inappropriate shocks and anti-tachycardia pacing (atp). Upon review, this device was using rhythmid (rid) and the morphologies were not correlated. Review of the presenting egms showed various morphologies, which suggested rid was likely not a good fit. Technical services (ts) discussed troubleshooting options and programming considerations. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause/resolution and initial reporter contact details. At this time, no further information is available. Should additional information become available this report will be updated. The product was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.